Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 26573 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 10 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range, and the temperature curve had no oscillations or overshoots. During the inflation phase, the guidewire lumen inside the balloon was observed to be kinked. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.2 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the reported issue (kinked balloon), was confirmed through testing. The balloon catheter failed return inspection due to a guide wire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter experienced kinking. The balloon catheter was replaced and the replacement balloon catheter also experienced kinking. The balloon catheter was replaced and the issue was resolved. The case was completed with cryo. No patient complications have been reported as a result of this event.